Event description:
It was reported that the pod showed burn marks around the cannula area (7-8mm in length) and the battery side. The pod was worn between 4 and 24 hours on the arm before generating an alarm. Patient is curious if it may be related to an electrical circuit exposure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the inside of the pod had a burn mark. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with cracks observed on the top housing and corrosion observable on the pcb through the bottom housing. The download data shows a 0x3d alarm was generated during operation, indicating fluid leaked into the pod. Due to the observed corrosion, a leak test was performed. A tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path and contributed to the observed corrosion which resulted in the 0x3d alarm. No damages or defects were observed that could be contributed to an exposure to thermal energy.